Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred. Follow up attempts have been made but technical support was unable to trouble shoot further. No additional product or event information is available. There was no adverse impact to the customer¿s blood glucose level.